Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead was kinked and unable to be implanted. The physician elected to not use the lv lead. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported event of material twisted/bent was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. No anomalies were found.